Event description:
Procedure: ladg - laparoscopic assisted distal gastrectomy. According to the reporter: the failure was confirmed prior to use. After setting the battery, the normal tone of self check test was confirmed. All the status indicator lamps were lit up; however, the jaw could not be closed nor opened, and it would not rotate at all. Using a disposable handle device, the case was completed. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).